Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 5.5cm abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that there were no complications during the procedure. It was reported that CT scans from 1998 to 2002 showed the diameter of the aneurysm had increased from 5.5cm to 7.2cm. A recent follow-up showed that the graft had migrated and is no longer excluding the aneurysm. Numerous suture breaks were noted in the main body and both limbs with gross alteration in the shape of the device. It was also noted that there were ring separations with one stent free in the aorta and one complete ring separated from the proximal end of the graft. It was reported that there is a proximal endoleak and leaking from holes in the stent graft. The physician reported that the aneurysm neck had a severe 90 degree angle and very short infra renal neck; therefore, it was not suitable for cuffing with a suprarenal device. Films have been received by medtronic ave and reviewed by an independent contracted physician. The physician reported that the abdominal films (kub) 1998 showed the graft was in good position without device issues. The kub of 2000 showed increased angulation of the proximal neck with good proximal and distal fixation. The kub of 2001 showed there was continued increased angulation of the proximal neck with suture pops on ring three and the distal left limb. The kub of 2002 showed there was separation of the top rings and possible breakage of the stent. There is marked increase in the angulation of the proximal neck. The 1998 preoperative angiogram showed the proximal neck measured 2cm long. There were two bilateral iliac artery aneurysms. The pre-operative computerized tomographic angiogram (cta) of 1998 showed there was marked anterior angulation of the neck. The neck measured 2cm long and the diameter was 21mm. The abdominal aortic aneurysm measured 5.5cm. The common iliac arteries measured 24 and 20mm in diameter on the left and right, respectively. The non-contrast CT scan of 2002 showed the proximal stent was broken. The diameter of the abdominal aortic aneurysm was 7.4cm with a type I endoleak and poor proximal fixation. The physician concludes there has been progressive increase in the angulation of the proximal neck. The increased angulation has most likely contributed to the stent breakage and separation. There is a type I endoleak with poor proximal fixation. There was substantial over-sizing of the graft with the placement of a 28mm device in a 21mm neck that may also have contributed to the stent fracture. Explant of the stent graft is planned, however, the patient is reported to be high risk for surgical intervention; therefore, the procedure has not yet been scheduled.